Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 56 mg/d, treated with a glucagon shot and food. The customer did not use auto mode. The customer also requested assistance with setting up auto mode. Troubleshooting did not find any issues with the insulin pump. The insulin pump will not be returned for analysis.